Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with hyperglycemia and diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 545 mg/dl while wearing the pod between 24 and 36 hours on the back. The patient started to vomit and was dehydrated. Patient tried delivering boluses but that did not work. The patient fell asleep and woke up then called their mother and told them what was happening. The mother called an ambulance for the patient. The patient was immediately taken to the hospital and treated with intravenous therapy with fluids, insulin and zofran. The patient remained in the hospital for 2 days.